Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The bmw guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified mid left anterior (lad) coronary artery. A balance middleweight (bmw) guide wire was advanced to the lesion and crossed. A non-abbott cutting balloon catheter was advanced to the lesion with some difficulty and after use was removed from the anatomy with no issues noted. A 3.50 x 12 mm xience xpedition stent delivery system (sds) was advanced over the bmw guide wire in the non-abbott 6f guiding catheter (gc) and near the distal end of the gc the sds met resistance and would not advance any further on the bmw guide wire. The sds could not be retracted over the bmw guide wire, therefore the sds, bmw guide wire and gc were removed from the anatomy as one unit. It was suspected that bmw guide wire may have been damaged and the sds became stuck on it. A new unspecified guiding catheter, unspecified guide wire and another 3.5 x 12 mm xpedition sds were used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficult to position and remove the guide wire were confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.